Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6 atmosphere for 6 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.